Event description:
It was reported that during a lap sigma procedure, the instrument did not fire at all. No further info is available. Completed the case with the same like product. There was no pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.